Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 295 mg/dl. Customer states insulin did exit with plunger push. Customer was able to resolve no delivery with an infusion set and reservoir change. Customer was advised that insulin pump was working as designed. Infusion sets and reservoirs would be replaced. No further information provided.